Event description:
It was reported that the coil protruded from the catheter's tip during removal. A 10mm x 40cm interlock-35 coil was selected for use. During procedure, it was noted that the coil became stuck in the distal part of the catheter. Furthermore, when the coil was removed from the patient's body, it was noted that the coil protruded from the tip of the microcatheter. Only the coil was pulled out as it was and the procedure was completed with another of same device. No patient complications were reported.